Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 43 mg/dl after forcing the cartridge into the ilet and remaining connected to the infusion set without rewinding during a supply change. The user received IV dextrose and electrolyte replacement at (B)(6) and was discharged the following day. No further complications were reported.